Event description:
Patient with left hip fracture and breast cancer on palliative care. Patient found to have superficial burn to left flank and abdomen. Wound rn suspects this may be from the bovie pad. Soothe and cool ordered.